Event description:
During percutaneous transluminal coronary angioplasty the rotablater was being used to reach the stenosis in the secondary branch and also in the main branch, allegedly, a very small part of the distal portion of rota wire broke. Reportedly in an attempt to retrieve it the wire travelled distally in a tertiary branch of the circumflex which appeared to be totally occluded, allegedly, the other piece of wire travelled towards the left iliac system and the attempt to retrieve was reportedly unsuccessful.